Event description:
The MFR's rep reported, the pt was experiencing a loss of effect. A study was done with the report that the catheter was thought to be patent. This study resulted in the pt experiencing an overdose when approximately 400mcg of drug infused. The pt was admitted to the intensive care unit with coma. Two days later, the pt was in withdrawal again. A study and x-rays showed a catheter fracture at spinous process. A catheter revision was done with good effect. A follow up report will be sent if additional info is received.